Manufacturer narrative:
A ge service rep performed an onsite investigation. The incoming ac power transformer was evaluated and re-strapped to meet the incoming power voltage. The ps1 power supply was also evaluated, replaced and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a sys lock up, no boot or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.